Event description:
It was reported, the interstim implant was infected. The entire system was to be removed on the date of this report. The infection was thought to be discovered about 2-3 days prior. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3889-28 lot# va09679, implanted: 2013 (B)(6); product type lead product ID 3037 lot# serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that a culture was taken at the implantable neurostimulator (ins) site and grew coagulase positive staph. Patient symptoms of redness and tender to the touch were noted. The hcp did not have an explanation as to how the patient got infected. The patient was seen on (B)(6) 2013 and the ins site was healing well. It was noted that the patient desired to be re-implanted in the future but no date had been set. The explanted devices were not returned to the manufacturer. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).